Manufacturer narrative:
UDI number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the impedance had decreased. The device was reprogrammed and the patient was stable.

Manufacturer narrative:
The reported events of low pacing impedance, noise, insulation abrasion and oversensing were confirmed. As received, a complete lead was returned for evaluation in two pieces. Visual analysis revealed that the lead was compressed and there was a break in the insulation consistent with clavicle crush damage. The ring electrode, right ventricle, and inner lumens were breached with damage due to clavicle crush force noted on the ethylene-tetra-fluoro-ethylene (etfe) cable coating of one right ventricle conductor cable. The poly tetra fluoro ethylene (ptfe) liner was found to be damaged due to clavicle crush force exposing the inner coil. The cause of the reported events was isolated to the damaged ptfe liner exposing the inner coil at the clavicle crush region.

Event description:
During a follow-up, the impedance had decreased. The device was reprogrammed and the patient was stable. Further information was received indicating that there were several episodes of non-sustained ventricular tachycardia due to noise. The electrical parameters including impedance were in range and the noise could not be induced during provocative testing. The patient will continue to be monitored and was stable.

Event description:
New information was received indicating there were episodes of non-sustained noise that resulted in oversensing on the right ventricular (rv) channel. During the lead replacement, an abrasion was noted on the rv lead. The lead was explanted and replaced and the device was upgraded due to changes in the patient's clinical indication.